Event description:
It was reported that the patient experienced a pericardial effusion which required a pericardial centesis for treatment. The helix of this right ventricular (rv) lead punctured the myocardium of the patient. At this moment, the patient condition is reported as improving and the lead remains implanted. No additional adverse patient effects were reported.